Event description:
The healthcare professional reported unknown-side infection (early onset), ¿cellulitis¿, ¿redness¿, ¿local heat sensation¿, ¿swelling¿, ¿pain¿, and ¿inflammatory finding¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "bacterial infection" and "cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection and cellulitis.